Event description:
It was reported that a drill bit broke at an unknown step during an operative procedure on a primate patient. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This device is intended for treatment, not diagnosis. Device was used on a primate patient. Additional product codes include erl and hbe. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation. Placeholder.